Manufacturer narrative:
The insulin pump received with intermittent esc button response due to corroded keypad traces. The insulin pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the esc button on the insulin pump was not working anymore. Customer's blood glucose was 140 mg/dl at the time of the incident. Customer stated that the pump was just in his pocket and he was trying to bolus when he noticed that the esc button wouldn't work. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.